Event description:
It was reported to product support in anspach that a power module for trauma recon system loses power sporadically. The device works in spurts and loses power sporadically. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the customers complaint of intermittent operation was confirmed. The device was tested and the complaint was duplicated. This is most likely due to normal wear over time.